Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil in the connector region was over-torqued consistent with procedural damage. Electrical testing found an internal short due to the over-torqued inner coil in the connector region. The cause of the reported event was due to the over-torqued inner coil in the connector region.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the lead exhibited loss of capture. The lead was not used and replaced during the procedure. The patient was stable.